Event description:
It was reported that approximately one year and 2 months post implantation of a 23mm sapien 3 ultra valve in the aortic position, the patient developed stenosis. The patient had a mean gradient of 41mmhg, an aortic valve area of.72cm2 and presented with shortness of breath. The patient underwent a successful valve in valve procedure with a 23mm sapien 3 ultra valve.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
H10: update to h6, type of investigation, investigation findings and investigation conclusion. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. A device history record (DHR ) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review is not required as the device was not returned. The following instructions for use (IFU ) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve stenosis was unable to be confirmed due to unavailability of medical records. No manufacturing non-conformance was identified during evaluation. A review of DHR did not reveal any indication that a manufacturing nonconformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Structural valve deterioration (svd ) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Additionally, noted that patient had hyperlipidemia, which has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. In this case, available information suggests that patient factors (hyperlipidemia) may have contributed to the complaint event, but a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no product risk assessment (pra) and no corrective or corrective action preventative action (CAPA) is required at this time.